Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ valve leak and/or damage: observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
The device related to the reported event deflation was received on oct 17, 2025, with lot number 1705667. Based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as unidentified (tear) opening and an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.